Event description:
At 7:10 pm on (B)(6) 2011, the customer's blood glucose measured 102 mg/dl, but 6:07 pm on (B)(6) 2011, it had risen to 217 mg/dl; she took a 5.35 unit insulin bolus to correct. At 7:15 am, she estimated her breakfast to contain 75 grams of carbohydrate and administered a 26.7 unit meal bolus, but by 12:01 pm her blood glucose had risen to 280 mg/dl. She deactivated the device because she felt it wasn't working and when it was removed, she noticed that the cannula was not inserted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer observed that the cannula wasn't inserted or had pulled out of the infusion site. This condition if undetected can interrupt insulin delivery and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."